Event description:
According to the initial information received, an 8/6mm amplatzer duct occluder (ado) was implanted (B)(6), 2012. Immediately after releasing the ado, it embolized into the aorta and into one of the lower extremities. The patient was referred to surgery where the ado was surgically retrieved.

Manufacturer narrative:
Sjm could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Sjm requested further information regarding this case, but medical records and images were not provided. The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the embolization remains unknown.

Manufacturer narrative:
Additional details are expected. When our investigation is complete, a supplemental report will be submitted.